Event description:
A web complaint was received regarding the detachment of the adc device on day 8 of wear. As a result, the customer received medical treatment from someone other than themselves. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event, however, all follow-up attempts were unsuccessful. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the returned sensor patch and no issues were observed with the returned sensor adhesive. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A web complaint was received regarding the detachment of the adc device on day 8 of wear. As a result, the customer received medical treatment from someone other than themselves. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event, however, all follow-up attempts were unsuccessful. No further information was provided. There was no report of death or permanent injury associated with this event.